Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. During midnight, the customer corrected for a blood glucose that was in the 400s mg/dl. The customer's current blood glucose is 482 mg/dl. The customer reviewed the alarm history and received no delivery. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.